Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the device experienced technical failure 316 and 401. There was no patient involvement reported.

Manufacturer narrative:
The device was not returned; however, the device log files were provided for further evaluation. The customer was asked to repeat technical failure 316 troubleshooting and capture the required screenshots. The log files confirmed the appearance of the reported alarms. Once the screenshots were received, it was determined that the blower required replacement to resolve the reported issue.